Event description:
Battery voltage went up to 2.73 volts from 2.65 volts. No changes had been made to the device.====================== manufacturer response for st jude pacemaker, st. Jude======================unknown at this time.